Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate and evaluate the unit. When the fse turned the unit and before it booted up, the unit began to alarm steadily and would not boot up. The fse shut the unit off and tried to start-up the unit in maintenance mode but encountered the same issue. The fse resolved the issue by disassembling the unit, removed the old coiled cable, installed a new coiled cable, and re-assembled the unit. The fse then confirmed multiple times that the unit booted up as it should after starting up the unit, as well as in maintenance mode. The fse performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during training, the cardiosave intra-aortic balloon pump (iabp) began alarming and screen went blank. There was no patient involvement, and no adverse event reported.